Event description:
A leak that looked like oil was found after a total knee procedure. The leak appeared to be coming from the back of the handpiece. There were no adverse consequences or pt involvement.

Manufacturer narrative:
The device was returned to the MFR. The technician inspected the part and found no sign of oil. There was corrosion found on the reciprocating shaft and the bearing and seal were bad. This could have allowed fluid to enter the handpiece during decontamination, and could be what the customer reported to have leaked out. It should be noted that the customer usually has a 3rd party service their handpieces.